Manufacturer narrative:
The reported complaint that "autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) upon powering up" was confirmed in the platform's archive data and functional testing at zoll. The root cause of the reported complaint was the brake gap was too narrow (out of specification), likely attributed to the age of the device. The autopulse platform was manufactured in december 2015 and is 8-year-old, past its expected serviceable life of 5 years. Visual inspection of the returned platform revealed a load plate cover defected with the hole that affects the watertight seal, unrelated to the reported complaint. The observed physical damage appeared to be characteristic of harsh impacts due to user mishandling. The damaged load plate cover was replaced to address the observed issue. The archive data was reviewed and revealed multiple fault code 16 (timeout moving to take-up position) error messages on the customer's reported event date, confirming the reported complaint. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up, confirming the reported complaint. Both screws of the brake were loose causing the brake to get stuck. The brake housing area was cleaned using ipa (isopropyl alcohol) and the screws were adjusted. A brake gap inspection was then performed and verified the brake gap was within the specification. Following service, a final run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for the autopulse platform sn (B)(6).

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(6)) displayed fault code 16 (timeout moving to take-up position) error message. The customer performed manual CPR. No consequences or impact to the patient.